Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. A new test screen was inserted and the display screen illuminated to normal contrast. Unrelated to the complaint, a review of the black box history revealed that the time and date reset on (B)(6) 2013 at 1:03 am. During testing, the pump was powered off for 24 hours. The rewind, prime and load steps were successfully performed on the pump with no alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for about 6 hours and reinserted, the pump time and date was found to default to factory settings. Also unrelated to the complaint, the battery compartment was found to be cracked and the battery cap was found to be stripped. The yellow o-ring was found to be visible and not seated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.